Event description:
The customer stated that she was hospitalized with a high blood glucose of 550 mg/dl, and it was due to a bent cannula. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that she has had several bent cannulas in the past month, and wanted to know if there were any needle-based infusion sets to try. Advised that samples of different infusion sets would be sent along with a tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.